Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable would no longer work to charge the pump. There was no reported adverse impact to customer's blood glucose level. Multiple follow-up attempts to perform troubleshooting were made by tandem technical support however the customer did not respond.